Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not open with normal profiled medication access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was failed. A field service engineer (fse) found no mechanical or electrical issues with drawer. Fse reseated all cables and cleaned sensor points to resolve the issue. User verified operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.